Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device was returned to olympus for inspection, and the customer's complaint (light disappeared and sporadic light may be powered up/down) was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this event (light disappeared) was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the scope socket locking mechanism not fully locking but still covers up pins, the software version was up to date and the unit passed a full inspection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, during a endobronchial ultrasound (ebus) procedure, after about 20 minutes into procedure- middle to end. The ultrasound view was fine, it was the video view losing and going dark on the evis exera iii xenon light source. It would sporadically power down and back up. The same device was used to complete the procedure. At least 10-12 minutes delay was reported and the patient was under general anesthesia. There were no reports of patient harm associated with this event.